Manufacturer narrative:
Correction to aware date in regulatory report: (B)(4). The correct aware date is the 16-dec-20. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A telescope guide extension catheter was used during a procedure to successfully deliver two stents. The device was inspected with no issues noted. The device was prepped per IFU with no issues. It was reported that an air embolism occurred during retrieval of the product along with the guidewire inside the catheter as one unit. Both the telescope and the guidewire were retrieved together. It is stated that it is not clear if the telescope device was the cause of the air embolism. It was stated that telescope devices were used on countless occasions and patients in prior procedures with no issues however this was the second time an air embolism has occurred while using the telescope device. No patient injury was reported.